Event description:
This spontaneous case was reported by an other and describes the occurrence of dysmenorrhoea ("painful periods / to the point of emergency room painful/pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (3 children). Patient was fit and healthy prior to essure insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), menstrual disorder ("periods full of blood clots/bleeding"), migraine ("migraines"), weight increased ("gained (B)(6)"), dizziness ("dizziness"), fatigue ("constant exhaustion"), abdominal distension ("severe bloating"), abdominal symptom ("other abdominal issues") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the dysmenorrhoea, menstruation irregular, menstrual disorder, migraine, weight increased, dizziness and fatigue outcome was unknown and the abdominal distension, abdominal symptom and scar had not resolved. The reporter considered abdominal distension, abdominal symptom, dizziness, dysmenorrhoea, fatigue, menstrual disorder, menstruation irregular, migraine, scar and weight increased to be related to essure. The reporter commented: patient's most symptoms were gone after essure removal, she doesn't specify which ones. Patient has filed a law suit against manufacturer. Diagnostic results: unknown date: follow -up exam three months after having essure implanted was performed, result not reported. Further company follow-up with the consumer or other is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by an other and describes the occurrence of dysmenorrhoea ("painful periods / to the point of emergency room painful/pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (3 children). Patient was fit and healthy prior to essure insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), menstrual disorder ("periods full of blood clots/bleeding"), migraine ("migraines"), weight increased ("gained 25 lbs"), dizziness ("dizziness"), fatigue ("constant exhaustion"), abdominal distension ("severe bloating"), gastrointestinal disorder ("other abdominal issues") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the dysmenorrhoea, menstruation irregular, menstrual disorder, migraine, weight increased, dizziness and fatigue outcome was unknown and the abdominal distension, gastrointestinal disorder and scar had not resolved. The reporter considered abdominal distension, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, menstrual disorder, menstruation irregular, migraine, scar and weight increased to be related to essure. The reporter commented: patient's most symptoms were gone after essure removal, she doesn't specify which ones. Patient has filed a law suit against manufacturer. Diagnostic results: unknown date: follow -up exam three months after having essure implanted was performed, result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.